Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:05 (coolant diff failure) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:05 (coolant diff failure) error message was confirmed during the review of the event logs but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. During the review of the event logs, 7 instances of tcmid:05 error messages were noted; thus, confirming the reported complaint. The thermogard xp ivtm system passed functional testing with no issues, and the customer's reported complaint was not reproduced. The shovel connectors at the pic16 board were reseated. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.